Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call down button became unresponsive and insulin pump was appears to be frozen. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that using the up arrow allows them to navigate screens and using the down arrow does not allow them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that all buttons were not responding. The insulin pump will not be returned for analysis.